Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Ultimately, the pump was reset and customer will continue to use current pump for insulin therapy and will rely on an alternate method if necessary